Event description:
This 46-yr-old female underwent silicone gel augmentation mammoplasty in 1978. The MFR of the implants is unknown to this reporting facility as the procedure was performed at another facility. The pt was diagnosed with silicone adjuvant disease with symptoms of depression, chronic fatigue, tension headaches, muscle aches, memory loss. She also complains of rock-hard implants. Gross exam: right implant is disrupted and sticky, stringy gelatinous material protrudes through out the surface. The left implant has several slit-like fenestrations and exudes viscous gelatinous material. Both capsules show foreign body histiocytic reaction.